Event description:
The device (cev669b) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the black plastic piece was burnt at the connection level. The burnt plastic is most likely the result of an electric arc, which was most likely caused by the presence of humidity in the connection zone (cable not dried, blood, or tissues). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).